Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. It was believed that the lead had fractured. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.